Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: staples malformed. It was reported by customer that staples malformed occurred during the unknown surgery. Changed another reload to complete the surgery. The whole surgery has been prolonged. Unknown how long the procedure was prolonged. No feedback from customer, so no additional information could be provided. There were no patient consequences reported.